Event description:
It is reported the device was implanted in 2000. The device was noted to have loosened in 2005. The device was revised four months later.

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be file. This report will be amended when our investigation is complete.